Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds). The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The stent was secure on the balloon. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. The shaft was separated at the guidewire exit notch. The separated ends were stretched and jagged indicating that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 32 x 3.00mm rebel stent, it was noted that the device completely pulled apart, pulling out of the hoop and the stylet. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 32 x 3.00mm rebel stent, it was noted that the device completely pulled apart, pulling out of the hoop and the stylet. The procedure was completed with a different device.